Event description:
This patient experienced a sudden deterioration in sound quality with her cochlear implant. Although initial testing does not show a defintie malfunction, the patient will be reimplanted. Explantation / reimplantable surgery is yet to be scheduled. The healthcare professional was informed that the explanted device should be returned to cochlear americas.